Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device at the resmed investigation site. Review of the device data logs confirmed the occurence of system fault 131 which resulted in the reported alarm. In-house testing was not able to reproduce the fault. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to the resmed investigation site located in (B)(4) for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 131) indicating there was a main blower temperature sensor fault. There was no patient injury reported as a result of this incident.